Event description:
Information was received from a patient who was receiving hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient reported they had a new pump implant yesterday (B)(6), 2026), but the pump was not working and there was no medication in the pump. The patient said they were supposed to get some medication for pain, but they werein pain and there was no way they could get anything now from the pump or the pharmacy because they were not responding to them. The patient stated that the healthcare provider (hcp) that replaced the pump was very far away from her and they were unable to contact the hcp office. The patient stated there was a manufacturing representative presented yesterday (B)(6) 2026 and would like to contact the rep to get the hcp's number. The agent asked and assisted the patient and went into the therapy details and navigate to the pump to see the new pump serial number and medication. The issue was not resolved. The agent offered closer hcp listing and patient declined. The patient was redi rected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.